Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect/missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® lithium heparin 75 usp units blood collection tubes there was an issue with labels missing. Two boxes of 200 each tubes had this issue. Complaint product was found during labeling process when we open the carton and remove the product from the carton, we found complaint product (missing label) as many as 2 boxes (200 ea).

Manufacturer narrative:
Additional reporter phone#: (B)(6). Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® lithium heparin 75 usp units blood collection tubes there was an issue with labels missing. Two boxes of 200 each tubes had this issue. Complaint product was found during labeling process, when we open the carton and remove the product from the carton, we found complaint product (missing label) as many as 2 boxes (200 ea).